Event description:
The facility nursing staff were treating a pt for vomiting. The pt's blood pressure dropped and pt became unconscious and unresponsive. The nurse applied the device to the pt and attempted to perform an automated ECG analysis. The device continued to display a connect electrodes prompt and the operator was unable to perform an ECG analysis. Ambulance paramedics arrived soon after and took over treatment of the pt. The pt was not resuscitated. The reporter indicated that the pt's outcome was not related to use of the device. This opinion was based on an assessment of the pt's condition. The pt expired from a ruptued brain aneurysm.